Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had been experiencing high and low blood glucose levels and wanted to verify that the insulin pump was functioning properly. Customer reported recently having a blood glucose level over 450 mg/dl. Customer reported treating with bolus or manual injections. The customer reported that he was hospitalized two years prior to the call due to a car accident. During troubleshooting, review of the insulin pump's alarm history showed that there was a button error alarm. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.